Manufacturer narrative:
(B)(4). Approximate age of device- 2 years. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that on (B)(6) 2017, the patient presented with gastrointestinal bleeding (gi). The patient was admitted to the hospital and once the bleeding resolved, the patient was discharged on (B)(6) 2017. Anticoagulant at the time of event was warfarin. Arteriovenous malformation (avm) was confirmed. No additional information provided.

Manufacturer narrative:
A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.